Event description:
It was reported that balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in the non-tortuous and severely calcified posterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 6 atmospheres. The procedure was completed with a bigger size balloon. No complications were reported.